Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adaptor printed circuit board and ps3 power supply were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was intermittently not booting up. No patient injury was reported.